Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient reported not receiving readings. No additional patient or event information is available. Data was provided for evaluation. The reported event was confirmed via data. The root cause could not be determined.